Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant there was no torque while connecting the lead to the device. The physician decided to leave the device implanted after ensuring the lead was connected tight. The device remains in use. No patient complications have been reported as a result of this event.